Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The submitted event log file contained multiple alarms associated with controller clock invalid faults as well as left ventricular assist device (lvad) disconnection/ reconnection alarms. Controller clock faults typically occur following loss of all power including the emergency backup battery (ebb) and it appeared that the clock was resynched on 11-jan-2024. The patient experienced another power cable disconnect and reconnect and another set of log files were submitted for review. The patient was reported to be alert and conscious. The log file captured numerous low flow events on 12-jan-2024. The low flow data overwritten the data before 0604 on 12-jan-2024. There were no other unusual events recorded in the log files. Additional information was provided that the patient did not recall the cause of the power cable disconnect and the hospital confirmed that the device functioned properly and the disconnection was not device related. When the patient arrived at the hospital on 11-jan-2024, the nurse said the pump had already stopped and the controller completely lost power. Although the patient arrived to the hospital alert and conscious, they were found to be brain infracted on the next day. The low flows seen in the log files could be related to the infraction and had resolved since. In addition to the brain infraction, the patient had a slight intracranial hemorrhage. They were conscious but intubated. The heartmate parameters were back to normal. No equipment was replaced to resolve the issue. Related MFR for the pump: 2916596-2024-00369

Manufacturer narrative:
Section a2: age corrected. Section d3, g1: updated information. Section d4, catalog number: corrected. Section h6: medical device problem codes corrected. Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 3 days (01jan2000 ¿ 02jan2000, 11jan2024 per timestamp). Events occurring on 01jan2000 and 02jan2000 were recorded as default dates due to a total loss of power to the controller. From the beginning of the log file, clock not set alarms were active. The initial conditions that caused the clock to reset were not captured in the log file due to the data being overwritten. The controller clock reset again following a total loss of power. Low voltage alarms became active on 01jan2000 at 20:24:55 ¿ 23:04:40 while the controller was connected to battery power. A no external power alarm became active shortly after at 23:04:53 due to depleted 14v li-ion batteries and lasted until the controller powered off on 02jan2000 at 01:32:55. The controller was connected to power and the clock not set alarms were active. The alarms cleared when the controller clock was set to the correct date and time on 11jan2024 at 21:11:17. There were no other notable alarms active in the log file. It was stated that no equipment has been replaced and therefore would not be returned for analysis. A root cause for the initial controller clock not set alarms was unable to be conclusively determined; however, the root cause for the second set of clock not set alarms was determined to be due to full battery depletion. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.